Event description:
A peripheral inserter central catheter (PICC) was placed but would not advance to desired distance. Guidewire removed and attempted to flush with advancing. When flushed, fluid noted to be leaking out of the side of the part of the catheter that was not in the patient. Catheter pulled and a second site was attempted.